Event description:
Clinical adverse event received for deep infection. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2016. Date of revision: (B)(6) 2022. Date of event: (B)(6) 2022. (Right knee) treatment: revision and I&d; insert was revised.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Medical records received indicate that on dor: (B)(6)2022: 54 yo- female patient right knee I&d and revision of tibial insert to treat pain, swelling, and fever secondary to infection. The surgeon notes the infection was confirmed after aspiration and testing of the synovial fluid. Upon entering the joint, purulent pus and swelling were evacuated and the right knee was thoroughly debrided and washed. There was no reported product problem with the revised tibial insert. The surgeon inserted a drain and a PICC line for IV antibiotic prophylaxis. The procedure was completed without complications. Clinic note dated 15 november 2022: patient is healing well. The surgeon removed the staples and drain. Clinic note dated 14 december 2022: patient healing is progressing as expected. Rom is excellent and radiographic images identify a well-fixed right tka.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.